Event description:
The customer reported to baxter (B)(4) flo-gard IV solution administration set in which a leak was found. Affected set was disposed off immediately due to toxicity nature of drug. This condition was observed during patient use as the facility was spiking the medication bag containing cytotoxic drug. There was no patient injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. If additional information or samples become available, a follow-up report will be submitted.